Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified vein. A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation; however, upon the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.